Event description:
(B)(4). Suffer from back pain, cramps, pinching in my pelvic region, sharp pains on my left side of abdomen, heavy bleeding, unusual body rash, pincer nails, unable to walk for long periods of time, unable to do a lot.